Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer went for swimming and when came to home their insulin pump was turned off at the time of bolus. The customer¿s blood glucose was 9.5 mmol/l. Troubleshooting was done for blank display. Customer reported they noticed crack on insulin pump for this reason continued to troubleshooting for damage. Customer reported that she worn the insulin pump when her dentist took x ray. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case (battery tube) and cracked case-corner of belt clip rails. Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly.